Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy (pcnl) procedure, small metal fragments were coming off the probe. The fragments were suctioned out of the patient. The case was completed with a smaller probe with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.